Event description:
A 2.5 mm diameter x 24 mm length micro driver mxii coronary stent system was inserted into a patient for the treatment of a totally occluded lad lesion. The vessel morphology severe tortuosity and severe calcification with 100% stenosis. The lesion was pre-dilated. It was reported that a competitor's stent was first attempted, however it was unable to cross the lesion. The physician then attempted to reach the lesion with the drv25024mx but was unable to cross the lesion using force. The physician attempted to pull the guide catheter, guidewire, and stent delivery system back as one unit when the stent came off of the balloon in the sheath. The physician attempted to grab the stent out of the sheath and as he reached the stent it went into the vessel. The lesion was re-wired and a competitor's stent was implanted at the lesion site. The physician was unable to locate the micro driver. The patient will be brought back at a later date for a CT or angio in an attempt to locate the stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: patient's condition affected effectiveness of device (severe tortuosity, severe calcification with 100% stenosis). Inherent risk of procedure (stent dislodgement). Evaluation : conclusions: device failure/lack of effectiveness related to patient condition (severe tortuosity, severe calcification with 100% stenosis).